Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a vibratory notifier. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi behavior. The device was reprogrammed and the patient would continue to be monitored regularly.